Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse reported that, the log files indicated an issue with ui connectivity or executive processor (error logs: 116 & 137). The fse checked all connections and tried a new cable, eliminating the coiled cable as the problem. Then, the fse replaced the executive processor and it resolved the issue. He completed a full calibration, functionality, and safety checks as per factory specifications. The iabp passed all test performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not booting up and was stuck on maquet screen. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.